Event description:
It was reported that this right ventricular (rv) lead dislodged causing a perforation, with the dislodgment confirmed by x-ray imaging. Subsequently, the lead was explanted and replaced. The patient was reported as suffering from shortness of breath. No additional adverse patient effects were reported.